Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. H3 other text : device not returned

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl, with high ketones a healthcare provided identified as life threatening. Customer gave a bolus via the pump and went to the emergency room and was admitted to the intensive care unit (ICU). Customer "does not recall" treatment provided in ICU and was released 2 days later on(B)(6)2024 with the issue resolved and no permanent damage. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.